Event description:
It was reported to philips that the device experienced a power supply failure during operational testing. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified; q5 was defective.